Event description:
The reporter indicated that the patient death was not pacer related. The patient had multiple medical problems and had been living in a skilled nursing home. On august 6,1998, the patient went into cardiac arrest and respiratory arrest. The telemetry showed a bradycardia rhythm going into asystole. The patient recovered and was then transferrred to a hospital intensive care unit. The patient experienced episodes of syncope with severe bradycardia. Despite external pacing the patient went into electromechanical disassociation and full respiratory arrest and was pronounced dead due to heart failure. The device printouts were reviewed by the physician and it was determined that the device was functioning properly.